Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified cephalic vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated two times at 10atm and 8atm accordingly. However, at second inflation, it was noted that the balloon ruptured within 30seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported and patient was good post procedure.